Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that t-wave oversensing was noted on the device resulting in inappropriate pacing therapy. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received clarifying that t-wave oversensing resulting in inappropriate therapy did not occur. It was reported that functional loss of capture was noted on the device. No intervention was required. The patient was in stable condition.